Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no related history in the past 12 months. The customer issue was confirmed through the occlusion test. The downstream occlusion (dso) seal was damaged and replaced. Upon further inspection, a defective air in line detector was identified and replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device had a downstream occlusion error. There were no patient involvement and harm.